Event description:
It was reported that this left ventricular (lv) lead was an attempted implant due to placement difficulty. The lv lead dislodged when the guiding catheter was slit. While attempting to reposition the lv lead, it was noticed that the lv lead was bent, and that the lumen was possibly damaged. The lead was removed and replaced and the procedure was successfully completed. No adverse patient effects were reported.

Manufacturer narrative:
Corrected report source upon receipt at our post market quality assurance laboratory, visual inspection of the lead found no anomalies. Inspection of the lead body and electrode tip found no anomalies other than bent lead possibly due to repositioning attempts. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits, no conductor issues were identified. Laboratory testing did not identify any lead characteristics that would have resulted in the reported clinical observation.

Event description:
It was reported that this left ventricular (lv) lead was an attempted implant due to placement difficulty. The lv lead dislodged when the guiding catheter was slit. While attempting to reposition the lv lead, it was noticed that the lv lead was bent, and that the lumen was possibly damaged. The lead was removed and replaced and the procedure was successfully completed. No adverse patient effects were reported.